Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the wand is behaving unpredictably; inconsistent ability to start and maintain telemetry. The wand was returned for repair. It is noted the wand is no longer needed. No patient complications were reported as a result of this event.